Event description:
Ambulance personnel were treating a pt who had been down for an unk amount of time. When the reporter attempted to pace the pt, it was observed that the device would not operate in the pacing mode. The pt was not resuscitated. The reporter indicated the reporter malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's lack of viability.